Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented with non-sustained rv oversensing and no symptoms. The device was reprogrammed successfully and the patient was in stable condition.